Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient's ipg was flipping in the pocket due to broken anchor suture points. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.